Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was malignant pain. It was reported that the patient has not had a managing healthcare provider (hcp) for the last two months and her pump ran dry. The caller stated that she went through withdrawal when the pump was going dry. It was noted that the pump had been alarming; the alarms were played for the caller and she confirmed that her pump alarm sounded like the critical alarm. The caller stated she would be following up with a hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
The patient codes have been updated to include c3376. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-06, additional information was received from the patient. The patient reported that the pump was still alarming and as a result, they were not getting any rest. The patient indicated that they were not told of any alarms, "just that when the medicine runs out, that it would stop running". The patient indicated they were in hospice care and had stage 4 blood cancer and bone cancer and couldn¿t "take that beeping anymore".